Manufacturer narrative:
On (B)(6)2019, additional information was received via mw5090228: the event date was reported as (B)(6)2004, and the age at the time of event has been updated to 23 years. Additional symptoms were reported including chest pain, palpitations, joint pain, skin rashes, acne, anxiety, depression, weight loss, vomiting, diarrhea, breast cysts, ovarian cysts, food intolerances and allergies, fatigue, brain fog, bruising, migraines, leukopenia, ringing in ears, kidney and liver issues, and three pre-term vaginal births. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with saline mentor smooth round high profile 310cc breast implants and suffered several unexplained systemic symptoms, including calluses, eye redness, runny nose, problems with teeth, hair loss, brittle hair, itchiness, yeast and bacterial infections, inflammation, shoulder and hip pain, low back pain, stiffness, raynaud¿s syndrome, lupus, unspecified connective tissue disease, urine bowel syndrome, celiac disease, colon inflammation, ovarian stiffness, breast stiffness, three breast biopsies, . No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2019. This report is for the left side.